Event description:
It was reported that the distal end of the 25mm osteotome broke. The end of the instrument was damaged when it was being used to chisel off some bone at the l5-s1 disk space. Although, the instrument was used in surgery, no pt complications were reported.

Manufacturer narrative:
The device was returned to the MFR where evaluation confirmed the fracture of the instrument tip. No evidence was noted of mfg non-conformance or design issues during product analysis. Device history records were reviewed. No documentation was found that would indicate a non-conformance to specifications. We are unable to determine the definitive cause of the reported event. The instrument breakage did not result in pt complications. Nevertheless, we are filing and MDR for notification purposes.